Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking from the delta chamber after it was implanted. The valve was taken out of the patient and replaced with another that worked fine. There was no reported patient impact. It was also reported that the procedure was successfully completed.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon test. It did not meet requirements for the reflux, preimplantation, pressure-flow, and leakage tests. A tear was observed on the delta chamber membrane. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. It also suggests that the strata ii valve be placed in a surgically created loose subgaleal pocket. A review of the manufacturing records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture. (B)(4).